Event description:
It was reported the patient has had ¿problems with shutdown to 4 months¿. The patient followed ¿in treatment¿ and the device was restarted by the doctor. After several tries and tests the doctor confirmed defect in the equipment. The patient was suffering from severe pain due to chronic illness. The ¿handset¿ needed to be replaced. It was later reported that a scan was performed and the ins was found to be faulty. The patient needed to have the device replaced to have pain relief again. It has been scheduled to have the patient¿s ins explanted on (B)(6) with 3 days of hospitalization to analyze the need of a probable new implant.

Event description:
Additional information received indicated that the information about the device explant on (B)(6) 2013 and the three-day hospitalization was not about this patient and event. It was reported that a manufacturer representative visited the patient to investigate the event and it was confirmed that there was an issue with the implantable neurostimulator. It was noted that there was a need to replace the device. It was reported that the patient¿s physician had not been aware of the occurrence, and the patient was going to visit the physician the week following the report in order to define the procedure of replacement. It was noted that the device should have lasted around nine years and only lasted two years, ¿forcing the patient to be submitted to a surgical procedure.¿

Event description:
It was later reported that after the recharge system stopped working and became exhausted, the ins stopped making the necessary stimulation. The patient has remained with an ins not working. The charging system does not recognize the ins. It has been tried with another programmer and another charging system and the ins still did not recognize them. The patient has continued experiencing severe pain. It was mentioned that prior to the ins not working the patient experienced severe pain which was due to a problem with the wrong pos ition of the spinal lead. The lead position was corrected and the patient got better for two visits to the physician later. The patient was well and without pain. Additional information has been requested.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), (B)(4).

Manufacturer narrative:
Additional information indicated that ¿hospitalization¿ and ¿intervention required¿ should not have been checked and do not apply to this event. Additional information indicated that the model # and catalog # of the device were not known. Model # and catalog # should have been left blank. Additional information indicated that ¿serious injury¿ should not have been checked, and ¿malfunction¿ should have been checked instead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).